Event description:
It was reported that the "yes" key on a pump keypad is "stuck" during the clear program prompt.

Manufacturer narrative:
(B)(4). Sigma evaluated the device in question and found the 2nd soft key to be inoperable caused by a failed keypad. All other keys performed as expected and no keys resulted in an incorrect response or double entry. When clearing an infusion, the pump prompts the user with the statement "are you sure you want to clear the programmed infusion?." The "yes" response would then be selected with the 2nd soft key. The date of event is unk.